Event description:
It was reported that bd solomed¿ syringe without needle had a crack in the barrel, the defect was noticed before use. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis records were reviewed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe the barrel was cracked. The potential cause for the problem is a failure at safety shield assembly station, which caused the reported damage on other syringes. As internal action for the product, quality improvement will be performed for the defects of damaged components and leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe without needle had a crack in the barrel, the defect was noticed before use. No serious injury or medical intervention reported.

Event description:
It was reported that bd solomed syringe without needle had a crack in the barrel, the defect was noticed before use. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.